Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
It was reported that the patient was implanted for a trial on the day prior to report and attempted to turn up the stimulation and saw an out of range (oor) message. It was noted that the patient then lost all therapy. It was noted that impedances were run on the day of report. It was noted that impedance values were out of range. It was noted that impedance values were less than 150. It was noted that group impedance was 224. It was noted that it was programmed to 4.4 volts, 450 pulse width, and 40 hertz. It was noted that the active electrodes were 9, 10, 11, 12, and 13. It was noted that the reporter tried replacing the multi lead trialing cable (mltc) and the external neurostimulator (ens). It was noted that all connections looked as expected. It was noted that the reporter also checked for fluid in the mltc but found none. It was noted that the impedances looked very similar before change out of mltc, after change out of mltc, and also after change out of ens. It was noted that x-rays were taken on the day of report of the lead and it was noted that the lead had slipped down a whole vertebral level. It was noted that they replaced the mltc and it was dry. It was noted that they wiped down the new mltc with alcohol and dried out before placing the lead in there. It was noted that they reprogrammed the patient using electrodes 9, 10, and 11 because they were the only electrodes that were not showing up in ¿out of range¿ box on the clinician programmer and were not showing the less than value signs for these pairs but they were still in the 100¿s. It was noted that electrodes 1, 2, and 3 were also not showing in the out of range box and did not have the less than impedance values reflecting out of range values. It was noted that the patient was using higher voltage, around 8 volts but that the patient had been using that high of a voltage since they started the trial. It was noted that the patient was not feeling stimulation on the left side with the programming, but the patient only had right side pain. It was noted that the patient was getting stimulation when she left the clinic on the day of report and the reporter had the patient use her patient programmer and they were not getting any oor messages. Additional information received reported that the reporter was not able to adjust stimulation. It was noted that the displayed showed ¿call your doctor¿ icon. It was noted that there was an oor condition. It was noted that the ens was changed out but oor persisted. It was noted that the reporter was seeing low impedance across all pairs, but some were lower than others. It was noted that they looked externally at the mltc and nothing remarkable was noted so they didn¿t change it out. It was noted that the patient was using 4 electrodes and the patient was getting good coverage when they were sent home. It was noted that the morning of report the patient was not getting any stimulation and was seeing an oor on the patient programmer again. Additional information received reported that no malfunctions were seen or cause of the issue determined. It was noted that x-rays were taken and the leads looked in tack and in place. It was noted that the patient was receiving effective therapy.